Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (oci) was informed by the respiratory therapist at the customer facility that, during a diagnostic endobronchial ultrasound procedure, ¿prior to inserting the (single use aspiration) needle in the scope, the needle was pushed out to make sure it was working, straight and in good condition but the needle did not go out. It was obstructed by the little metal piece at the distal end of the sheath. The needle eventually passed through the plastic sheath.¿ the intended procedure was completed using another new needle. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see updates to d9, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was returned in its original packaging however opened and used. The handle section appeared to have no signs of physical damage as there were no cracks or chips observed on the handle, needle slider, aspiration port, or stylet/stylet knob. There were no kinks to the insertion portion of the device. It was observed that the needle protruded through the plastic portion of the sheath near the distal end of the insertion portion and there are large amounts of dried foreign material inside the sheath towards the distal end which is consistent with use. During the device evaluation, the length of the needle extended from the distal end of the sheath was unable to be measured as the needle protruded through a lower portion of the plastic sheath. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the customer¿s issue was due to mishandling as heavy amounts of dried foreign residue was identified inside the insertion portion near the distal end. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿do not push in the needle slider abruptly or pierce tissue with excessive force. The needle could extend from the distal end of the sheath abruptly and potentially result in perforation, excessive bleeding, and/or mucosal damage. It could also damage the endoscope or the device itself.¿. "Extend the needle slowly. Failure to do so could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage.¿ ¿do not coil the insertion section with a diameter of less than 15 cm. This could result in damage to the insertion section.¿. ¿do not forcibly advance the device if excessive resistance to insertion is encountered. This could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage. Reduce the angle of the endoscope until the device passes smoothly.¿. Olympus will continue to monitor field performance for this device.